Event description:
Tubing broke off from vamp site.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) triple dpt - vamp plus kit. Kit appeared not used. Vamp tubing was completely broken off from solvent bond joint with vamp reservoir stopcock. Broken tubing was bent near the bond joint. (B) (4)